Manufacturer narrative:
Incorrect anatomy and force used. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Additionally, the rx vision coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo or restenotic native coronary artery lesions (length less than or equal to 25 mm) with reference vessel diameters ranging from 3.0 mm to 4.0 mm. Although force was applied during advancement likely contributing to the kink, information was received indicating that force was not applied during removal. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that a patient presented to the emergency room with complaints of a cold foot. The patient was diagnosed with a popliteal clot and a lesion in the anterior tibial artery. During the heavily tortuous, heavily calcified, anterior tibial stenting procedure with a femoral access site, a vision rx stent delivery system (sds) was advanced through a 5 french sheath without the use of a cross over sheath meeting resistance with the patients anatomy. Reportedly, force was used to try to advance the sds. An angiogram was done finding a kink 5 cm from the hub of the sds. As the sds was being removed resistance was felt and the sds separated into two pieces at the kinked area of the sds in the iliac vessel. The 5 french sheath was removed and a new 6 french sheath was placed. A non-abbott snare device was used to remove the distal sds successfully. After the removal of the sds, balloon dilatation was done to complete the procedure. There was no adverse patient effect or no clinically delay in the procedure reported. There was no additional information provided.